Event description:
The customer felt that the insulin pump was not delivering insulin accurately once the reservoir amount reaches about 60 units. The customer stated that he will monitor the insulin pump next time he gives a bolus to make sure that he is getting the correct amount. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.